Manufacturer narrative:
Vyaire medical file identification: (B)(4). The device was not returned for further evaluation; therefore a definitive root cause could not be determined and corrective or preventive action is not indicated at this time. However, the customer was advised to replace the main pcb. A part number and pricing were provided, and an order was placed for the replacement. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the vela ventilator would not ventilate and that there was a transducer fault error. The customer confirmed that there was no patient involvement associated with the reported event.